Manufacturer narrative:
Concomitant medical products: 1688t lead, implanted: (B)(6) 2004; 1580 lead, implanted: (B)(6) 2004. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s cardiac resynchronization therapy defibrillator (crt-d) system was explanted due to infection. The system was eventually replaced, but it was ¿years¿ later because the patient¿s ejection fraction had improved. No further patient complications have been reported as a result of this event.